Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low and high blood glucose fluctuations while using the ilet and oral fast-acting carbohydrates, with lows occurring throughout a day and subsequent rebounds attributed to overcorrection of hypoglycemia. Symptoms included low glucose. Outcomes included troubleshooting and user education without the need for medical intervention or hospitalization. Investigation included review of device-reported glucose trends and user practices. Investigation of this case revealed that rapid intake of excessive carbohydrates for hypoglycemia led to steep glycemic rises, prompting corrective insulin delivery by the ilet and subsequent recurrent lows, consistent with user management contributing to the event rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia and overtreatment.